Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that outside of surgery the device lost power. There was no harm, no delay, or any other additional medical intervention. No adverse event was reported as it relates to this event.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit was found to have a damaged motor (failed solder joints) with inconsistent speed. The motor was replaced and resolved the reported issue. The unit was manufactured in may 2008 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.